Event description:
The surgeon was performing a lensectomy to implant an anterior intraocular lens. About 1.5 hours into the procedure, the system stopped working and the eye became soft. They clamped the line, increased the source pressure and rebooted the system. After five minutes, the system froze again, and the eye became soft. The source pressure was decreased. The doctor continued the surgery to a point where he could stop the procedure. The iol was not implanted. The pt has corneal edema, and will require additional surgery when the eye becomes quiet. The additional surgery was scheduled for the following week, but was cancelled. The surgeon declined to complete a questionnaire.

Manufacturer narrative:
The company service representative examined the system and replaced the psi regulator. The system was then tested and met all product specifications. The psi regulator has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/07/2009.